Event description:
The patient reported via the manufacturer representative that they had increased charging and it was taking longer to charge. There were no contributing factors known. Impedances were checked and were within normal limits. The patient was happy with the existing settings and the stimulator overall, besides the charging. The patient met with a physician and planned to replace the implant, but a date had not yet been scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.